Event description:
Adult star ventilators intermittently display an error message on the crt: "battery charging circuit failure". Error message also indicates ventilator is operating on battery power, although ac power indicator is illuminated and battery power indicator is off. MFR notified. Respiratory techs instructed by MFR to unplug ventilators, wait 30 secs, and then plug ventilator back in. Respiratory techs verified this as an ongoing problem over the past several years.